Event description:
It was reported that the pt fell and no longer received good pain relief from the spinal cord stimulator. X-ray showed that leads were now anterior. Programming was attempted with only minimal improvement in pain relief. Device surgical revision on (B)(6) 2010. The pt's status was undetermined. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).